Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details was requested. No additional information is available at this time. Reason for reoperation: n/a; keller funnel was "does not slip despite being well hydrated."

Event description:
Healthcare professional reported ¿when using the keller funnel, it does not slip despite being well hydrated. This deformed the implant. The surgeon had to take another implant and a new keller funnel." Device will not be returned.